Manufacturer narrative:
H3: the catheter was returned, and analysis found no significant anomaly (damage (slice cut) on the catheter body which is consistent with explant damage). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving fentanyl (975 mcg/ml at 879.9 mcg/day) hydromorphone (1.9012 mg/ml at 2.198 mg/day )and bupivacaine (2.1937 mcg/ml at 2.198 mg/day) via an implantable infusion pump. It was reported that the patient had increased pain, withdrawal symptoms and was unable to feel boluses and withdrawal symptoms. A catheter dye study was performed today and the catheter was coiled midline. A catheter revision was planned but not yet scheduled.

Event description:
Additional information was received from a healthcare provider via a clinical study. The patient had reported withdrawals during pump refill on (B)(6) 2021. A failed catheter access port dye study occurred on (B)(6)2021. The catheter was dislodged and coiled in the subcutaneous tissue. The device diagnosis was catheter dislodgement and the clinical diagnosis was withdrawals. The pump meds were decreased on (B)(6)2021. A revision wasto occur on (B)(6) 2021. The event was ongoing. Regarding etiology, the relationship of the event to the device or therapy was related, and the relationship of the event to the implant procedure was not related. The patient¿s weight was 202 pounds. The pump administered the following medications: hydromorphone (concentration: 3.9 mg, dose rate: .42896 mg/day), fentanyl (concentration: 2000 mcg, dose rate: 219.97852 mcg/day), bupivacaine (concentration: 4.5 mg, dose rate: .49495 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported on (B)(6) 2021 the catheter was removed from subcutaneous and implanted with a new spinal catheter/catheter was explanted and replaced. The outcome of the event resolved without sequelae on (B)(6) 2021. It was noted the anchor was found to be at an angle which the hcp stated may have dislodged the catheter from the intrathecal space. Allergies included amoxicillin trihydrate (rash, rash on hands), gabapentin (bilateral lower extremity pitting edema), ketorolac (gi, heartburn), tromethamine, lisinopril, methylprednisolone, ibuprofen (gi, heartburn), naproxen sodium (gi, heartburn), potassium clavulanate (rash on hands, rash). Medications included hydrochlorothiazide 25 mg tablet, lasix 40 mg tablet, losartan 100 mg tablet, metoprolol tartrate 50 mg tablet, multivitamin tablet, mupirocin 2% topical ointment, narcan 4 mg/actuation nasal spray, oxycodone 10 mg tablet, tizanidine 4 mg capsule, vitamin b complex tablet, calcium 500 + d 500 mg-200 unit tablet, clindamycin hcl 300 mg capsule, fentanyl 12 mcg/hr transdermal patch, gabapentin 300 mg capsule, hibiclens 4% topical liquid, and vitamin d# 5000 unit tablet. The diagnosis was noted as post laminectomy syndrome, not elsewhere classified. No further complications were reported/anticipated.